Event description:
Hospital called alleging that 'the power cord became disconnected from the wall; there was no power fail alarm; the baby's temperature dropped from 98.5f to 94.6f. No indication of pfa'. Baby was rewarmed with no adverse effects.